Event description:
It was reported that the ventilator generated technical error codes indicating power errors and turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power errors and turbine module failure. The ventilator was investigated by our field service engineer (fse). The reported technical error codes could not be duplicated during investigation of the ventilator. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts have been replaced. The received device logs confirmed that the reported technical error codes on reported date of event. According to fse, the battery modules were totally empty and they tend to draw a lot of current and dc/dc & battery control printed circuit board gets affected by the charging and current supply. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).